Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the endoscope reprocessor air water supply was found to be clogged. There were no reports of patient involvement.

Event description:
Correction to b5 of the initial report: it was reported that during pre-inspection, a blood clot came out of the clogged air/water supply.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: b5. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 19jun2024. Additional information: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the related scope was checked and confirmed to be free of blood-like foreign objects. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. However, since the reprocessor was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This report is related to MFR (B)(4) (1/2).